Manufacturer narrative:
(B) (4). (B) (4).

Event description:
Customer claims the fail-safe function does not work. The unit does not alarm if the magnet clip is detached and no sensor is attached to the unit. No patient injury reported.